Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient could make stimulation changes on her programmer but felt no difference in the stimulation sensation. It was reported that a manufacturer representative checked the device on (B)(6)-2011 and stated there was a problem with the lead and it would need to be revised. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Follow up information received indicated that the patient was re-implanted and was reported as doing well. If additional information becomes available, a follow-up report will be sent.